Event description:
It was reported that patient was complaining that the device is bulging and no longer works. The patient¿s device was removed. The explanted device has not been received for analysis to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Information was received that the reason for explant was to get an MRI as it felt like the wires were pulling. The believed cause of the device bulging is patient anatomy. Regarding the note that the device was no longer working, it was clarified that this meant the patient no longer was receiving efficacy from the device and it was noted the battery was dead. The report that the device was no longer working was a contributing factor for the explant. The operative note states that this specimen was not sent to pathology.